Manufacturer narrative:
The subject uhi-3 was not returned to olympus medical systems corp. (Omsc). Omsc will investigate the subject uhi-3 to identify the root cause of this failure phenomenon when omsc receives it. The uhi-3 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
(B)(6) informed olympus (B)(4) of the event below on march 13th, 2019: on (B)(6) 2018 at 9 a.m., during cervicectomy, the subject uhi-3 appeared low air pressure, alarm, and errors. On same day at 9 p.m., the user replaced the subject uhi-3 with an unspecified pneumoperitoneum device and the procedure was completed. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The device history record was reviewed and found no irregularities. Based on the received information, omsc surmised that the reported failure phenomenon was attributed to another device used in combination with the subject device or any temporary malfunction of the subject device in theory. The uhi-3 instruction manual states the corresponding method when there is an abnormality for the device.